Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: nexgen lpsflx mob xl artsrfg/6-8 10: catalog#00594707010, lot#61453991; fluted stem mobile tibial component/precoat size 7: catalog#00594607001, lot#61508115. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately fifteen (15) years post-implantation, the patient began to experience anterior knee pain. A patella resurfacing was subsequently performed. The native patella was replaced with a patella implant and the articular surface was exchanged without complication. All available information has been provided.